Event description:
A few months ago the customer reportedly received the following results on the aviva system within 10 minutes: 250 mg/dl and 120 mg/dl. Caller reported that a different incident occurred 4-5 months ago where he received the following results on the aviva meter, compared to a professional meter, within 10 minutes: 240 mg/dl (aviva) and 120 mg/dl (doctor's meter). No adverse event was reported. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.